Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is filed to report a single leaflet device attachment (slda) and surgical intervention. It was reported that on (B)(6) 2022, a patient presented with grade 3-4 mixed mitral regurgitation (mr) and calcification on the annulus. During a procedure with a mitraclip xtw, the device functioned as intended with no adverse patient effects. There was no clinically significant delay. The mr was reduced to grade 1. On (B)(6) 2022, the patient presented with a single leaflet device attachment (slda) of the posterior mitral leaflet (pml). The mr increased to grade 2. An additional mitraclip was implanted to stabilize the slda. The mr was reduced to grade <1. At the end of the procedure a pericardial effusion was observed after removal of the steerable guide catheter. In the physician's opinion, the pericardial effusion was caused by a perforation of the left atrial appendage with a stiff guide wire. The patient is in stable condition. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the available information, a cause for the reported incomplete coaptation/slda could not be determined. The reported mr appears to be a cascading effect of the slda. Additionally, mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.